Event description:
It was reported that when the devices with reload cartridge were used during a laparoscopic assisted vaginal hysterectomy procedure, the devices did not fire (handle locked out on second firing). Opened another device to complete the case. There was no consequence to patient.